Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient noticed pain return to their left side (t12) upon further investigation. Impedances were pulled and showed greater than 7000 for the whole lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.